Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged cough and nasal or throat irritation or soreness. The device was returned and manufacturer could not confirm customer complaint during device evaluation and unit passed final test. There was no report of patient harm or injury